Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 240mg/dl to "high" on their bg meter and small ketones. The customer administered a correction bolus and/or a manual injection to address the bg levels. No troubleshooting was performed for the past occlusion alarms since the customer had changed their supplies resolving the alarms. A system check was performed on the current supplies and the pump was functioning as intended. The customer declined removing their infusion set site to inspect for any possible cannula damage. The customer reconnected back to their infusion set site and successfully resumed insulin delivery. The customer stated they were to change their pump supplies later on the day.